Manufacturer narrative:
Add'l info: symptoms resolved: 8/19/99.

Event description:
A physician reported a patient who was skin tested on 7/17/97 in the left forearm with negative results. On 8/18/97, the patient received her first treatment in both nasolabial folds. About three weeks later, (exact date unknown), the patient developed redness, swelling and induration at the treatment areas and the forearm test site, which the physician diagnosed as a hypersenstitivity to collagen. On 10/28/97, the physician prescribed cutivate topical cream and oral claritin, and administered intralesional kenalog to the treatment areas. 11/6/97 the physician again administered intralesional kenalog and reported that the swelling and redness had improved since 10/28. On 11/28/97 the physician had no further plans for medical intervention for this patient.